Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels. No exact bg values were provided and the customer declined to provide any additional information regarding this event. Recommendation was made to consult with their health care provider to discuss diabetes management.